Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the tendril lead exhibited a high pacing threshold. The lead was not used. The physician continued to use the second lead and completed the procedure. The patient was in stable condition.